Event description:
It was reported via repair work order that the bassinet tub was broken and sharp edges were reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: this issue was resolved for the customer by sending replacement tub to the customer